Manufacturer narrative:
On 12 april 2016 it was prepared a final report with the information already submitted in the initial report. On 15 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 03 february the r&d project manager inspected the retrieved implant commenting as following: observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is reabsorbed. No bone can be seen on the surface of the stem. The femoral head shows some scratches probably caused by the revision surgery. It is not possible from the inspection of the implants determine the root cause of the event. On 05 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: revision of femoral stem in a tha of 3,5 years. The stem appears to be correctly positioned, perhaps the cup may be found a little too deep, but there is no evidence that this circumstance can be relevant. After 3,5 years, proximal fixation of the stem is not adequate, load transfer takes place too distally and there are radiographic sign of loosening. The reported loss of ha coating on the stem surface should be regarded as normal, after 3,5 years in situ. There is no reason to suspect that this loosening was caused by a faulty device. Batch review performed on 08 february 2016. (B)(4).

Event description:
Revision due to stem loosening 3 years and 5 months after primary surgery.